Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was experiencing a low blood glucose level of 86mg/dl. Trouble shooting was done. We coached the customer to fix the issue on the insulin pump. Pump is not being returned. No further information available.